Event description:
It was reported that the user experienced episodes of low glucose during the night while using the ilet bionic pancreas and frequently paused insulin delivery to prevent further lows, and the case was managed with troubleshooting and education and assignment for additional training. Symptoms included hypoglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included review of available use history and user feedback by support personnel with escalation for clinical education. Investigation of this case revealed a cause that remained unclear. It was concluded that the event was user-reported hypoglycemia with no confirmed device malfunction and that additional training would be provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.